Manufacturer narrative:
MFR received date: 30sep2019. Date of report: 01oct2019. The manufacturer¿s international service technician confirmed the reported nav-ring issue. The manufacturer¿s international service technician reported that the touchscreen was functioning when the nav-ring failure was encountered. The manufacturer¿s international service technician replaced the front bezel to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25july2019.

Event description:
On follow-up key market reported that a front bezel was ordered. There was no patient involvement.